Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 1527 mcg/day via an implantable pump for spinal pain. It was reported they were only able to inject 35 ml instead of 40 ml into the pump. It was confirmed that they were able to aspirate what was expected from the pump. It was stated this was the first time it has happened for this patient, but every single time they are not able to inject everything into the pump, they call to report it. It was stated they seem to usually resolve on their own during the next refill. It was confirmed that the past issues have all been reported. It was confirmed they were using a manufacturer refill kit and they were following proper refill procedures. No symptoms were reported. Healthcare professional (hcp) was to follow up with hcp. Event date was noted as (B)(6) 2017. It was noted that the patient was just discharged today ((B)(6) 2017) from the hospital and they had a lot of computed tomography (CT) scans. It was noted that the patient thinks they may have misplaced their personal therapy manager (ptm), but will call if they cannot find it. It was noted that with the prm the patient gets a total dose of 2047 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.